Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unexplained low blood glucose, clogged arteries and was hospitalized. Customer's blood glucose reading at the time of hospitalization was unknown. Nothing further was reported.